Event description:
Customer reported receiving a minimum fill notification regarding their insulin cartridge. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload a new cartridge and was instructed by technical support to remove the pump from its case and clean the pneumatic tap area. Despite these efforts, the issue was not resolved by reloading the existing cartridge. No additional outcome information was provided.